Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 10-aug-2023. H.6. Investigation summary: bd received 10 samples and no photos for investigation. The 10 customer samples were visually inspected with no issues being identified. They were also tested for heparin activity and all were within specification. Additionally, 84 retention samples were visually inspected with no issues being identified. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, clotting. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, there has been an issue of clotting in 3 tubes. No patient impact reported. The following information was provided by the initial reporter: "customer reports tubes from lot#: 2321408 clotting. This has affected at least 3 tubes from this lot. Issue has presented with different phlebotomist. Issue started approximately on 7/11."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, there has been an issue of clotting in 3 tubes. No patient impact reported. The following information was provided by the initial reporter: "customer reports tubes from lot#: 2321408 clotting. This has affected at least 3 tubes from this lot. Issue has presented with different phlebotomist. Issue started approximately on 7/11."